Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Device received with broken battery tube thread and cracked case battery tube noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack along the side of the insulin pump. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.